Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 . Reference MFR. Report#: 3006705815-2018-00458. It was reported the patient was not receiving effective stimulation. The patient underwent surgical intervention where the physician intended to revise leads on (B)(6) 2018. Once in the operating room the physician decided to explant the patient¿s entire scs system due to infection. Please refer to MFR. Report#: 3006705815-2018-00456, 3006705815-2018-00457 and 1627487-2018-02183 regarding the infection.